Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was not able to hear alarms. Customer stated that she set alarm type and performed self-test. However, no audible tones occurred.